Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned through follow-up that the device was explanted after an implant duration of approximately 2 years due to severe mitral stenosis with mild mitral regurgitation. According to the operative report, the patient has an extensive medical history and had developed worsening right-sided heart failure symptoms with moderate-to-severe mitral stenosis with mitral annular calcification and severe tricuspid regurgitation with right ventricular dysfunction. She was, therefore, referred for mitral valve replacement and tricuspid valve repair. After the mitral ring was removed, it was noted that there was a large amount of calcium along the posterior wall that need to be debrided. There was also a little area that appeared to be an area of av disruption. This was repaired with sutures and an edwards bioprosthetic valve was placed. Post-implant transesophageal echocardiogram showed a well-seated mitral valve. Furthermore, there have not been any allegations of a product malfunction.